Manufacturer narrative:
(B)(4) evaluation summary: the device was returned and investigated. The reported sleeve steering issue was not confirmed during retuned device analysis as the tip properly deflected in each direction twice, without issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The returned device analysis confirmed that the steerable sleeve functioned as intended. All available information was investigated and a definitive cause for the reported sleeve steering issue (difficult to position) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip delivery system (cds) steering issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. During use, the cds would not steer in the intended direction, and would move the opposite way. The cds was removed and replaced. Two clips were implanted, reducing the mr to 1. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.